Event description:
Customer reported a cartridge alarm 20, but there was no adverse impact on the blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. Customer acknowledged receiving a pump with updated software. Customer reverted to an alternative method of insulin therapy.